Event description:
The customer tested her blood glucose using her 2 breeze2 meters and received readings of "lo" and 348 mg/dl.the difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the customer returned her test strips for evaluation.replacement test strips and a new meter were sent to the customer.